Manufacturer narrative:
The manufacturer is reporting this event in a conservative manner given that the patient passed away due to heart valve surgery complications with no information on the device functionality or on its involvement in the event. The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to establish a definitive root cause on the reported event. However, per the document review performed, no manufacturing deficits were identified. The manufacturer has reached out to the hospital to retrieve additional information on this event but no further information has been received to date. Should further information be provided, the manufacturer will provide an update to this reporting activity.

Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a perceval pvs25 was implanted on (B)(6) 2020. The patient passed away during the same day due to heart valve surgery complication. No further information is presently available. No indication of a device malfunction was received from the site regarding this event.

Manufacturer narrative:
Updated the code for "health effect- impact code". The remainder of the information previously submitted remain unchanged.